Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID: 3889-33 (lot: va1lcn1); product type: 0200-lead; implant date (B)(6) 2018; explant date (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they got an "eligibility cannot be determined" message while attempting to put ins into MRI mode. The caller reported MRI code 0141210, with the reason listed as an abandoned product. The caller with pt and pt reported having two prior interstim systems, both of which had "bad wires." Pt was unable to recall dates or further details. The agent reviewed drs and noted only one prior system listed. Pt was unable to recall details of the third system and thinks it was mdt. The caller attempted to visualize an abandoned lead on a lumbar CT scan from 2022 but was unable to tell if they could see it. The agent reviewed MRI guidelines for this scenario and suggested the patient could follow-up with the hcp if there was any question as to presence of abandoned product.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient has 2 devices, the first implanted in (B)(6) 2018, the second implanted in (B)(6) 2020. The cause of the bad wires was not determined but there was difficulty removing the lead on the second implanted device.

Manufacturer narrative:
Continuation of d10: product ID 3889-33 lot# va1lcn1 implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.